Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a patient experienced anisometropia and blurred vision. The lens was exchanged two weeks later. Additional information was requested.

Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).